Event description:
Info received indicates the brake/steer caster is stuck in steer and the brake is not holding.

Manufacturer narrative:
The tech found the brake/steer mechanism was worn. The tech replaced the brake/steer mechanism to repair the bed.